Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the quik-combo therapy cable and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not work while in AED mode. No further details were provided. There were no reports of patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that the quik-combo therapy cable was not being recognized by the device as being connected to a test load. As a result, defibrillation would not have been possible, if it were necessary.